Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 as an elective placement and during support, the patient experienced a ventricular tachycardia and fibrillation arrests and developed sepsis. The patient presented and was planned for coronary artery bypass graft surgery. However, upon the initial transesophageal echocardiogram, severe mitral regurgitation was noted, and the decision was made to place an impella 5.5. With coronary artery bypass graft and mitral valve replacement. The patient arrived at the unit hemodynamically unstable. Three days later, the patient was placed on continuous renal replacement therapy and continued on impella mechanical circulatory support (mcs). A couple days thereafter, the impella performance level was decreased from p-8 to p-6 with improvement in hemodynamics. Approximately seven days later, the patient was intubated after having a ventricular tachycardia arrest. The patient was also now, septic with two positive blood cultures (relationship to the impella is unknown). Optic sensor in impella was drifting, and education was performed with staff about not following the aortic placement for pressure monitoring and what to look for regarding potential pump saturation as patient had become coagulopathic. The patient continued on support and was noted to be doing well. However, approximately six days after the first arrhythmic event, the patient had a ventricular fibrillation arrest. The patient was defibrillated and converted with one shock. Amiodarone was started and an echocardiogram was completed done at bedside to ensure placement of the impella. After a total of 25 days on support, the patient was successfully weaned from the impella mcs with a survived outcome.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: insufficient data logs were provided. The returned product was inspected and there were no visual abnormalities. The 5s parameters were within specification. The pump passed the laser continuity test. The complaint occurrence date was 3/12. The logs were returned for case dates: 02/27 to 03/04. There were no abnormalities seen in the 5s parameters of the returned logs. The root cause of the optical signal issue was unable to be determined as there were no issues with the returned device and insufficient data logs were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, there were placement signal issues. The optic sensor was showing erroneously high ao placement pressure. Support continued and staff monitored.

Manufacturer narrative:
The investigation of vf/vt/af/at and infection/sepsis has been completed. Vt/vf/at/as": cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined. Infection/sepsis: an infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: patient symptoms and medical history obtained by the treating clinician. Physical examination findings. Results of special investigations: laboratory test results and imaging studies. Microbiological culture and sensitivity results. Response to previous treatments and therapies. Any relevant epidemiological information or exposure history. Concomitant devices in use. Preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. Care of access site. Because this evidence has not been provided, the root cause of the infection cannot be determined.